Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled, and the interior components were inspected for damages or defects. Destructive testing was unable to determine the exact cause of the stall. Product analysis could not confirm the reported unstable rotation speed, as the device stalled and would not run, and the clinical circumstances were unable to be replicated. Destructive testing was unable to determine the exact cause of the stall.

Event description:
It was reported that the rotation speed was unstable. A 1.50mm rotapro was selected for use. During the procedure, the rotation speed was set to 180,000 rpm, however, it was noted that the speed range was unstable, it goes up and down. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the rotation speed was unstable. A 1.50mm rotapro was selected for use. During the procedure, the rotation speed was set to 180,000 rpm, however, it was noted that the speed range was unstable, it goes up and down. The procedure was completed with a different device. No patient complications were reported.